Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported patient underwent an anterior cruciate ligament procedure on an unknown date approximately eighteen months ago. Subsequently, patient was revised on (B)(6) 2013 due to patient could feel the hardware and wanted the items removed. The washerloc, bone mulch screw and cortical screw were removed and no products were implanted.